Manufacturer narrative:
Investigation pending. Return product received by interim group and pending evaluation.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient arrived at the facility with abnormal vaginal bleeding and stated she had received a positive result on an unspecified brand of home pregnancy test. A urine sample was collected and tested a total of three times using two different lots of consult hcg urine cassette tests. The first test was performed on an alternate lot of consult hcg urine cassettes and produced a negative hcg result (refer to MDR 2027969-2018-00081). Two additional tests were performed on the complaint lot of consult hcg urine cassettes and produced a negative hcg result each time. The customer reported interpreting all results at a 3 minute read time but a timer was not used. A serum quantitative test was performed the same day and produced a result of 32 miu/ml. A sonogram was also performed and showed an abnormal pregnancy found in the uterus. Per the customer, the sonogram was considered abnormal due to the fact the customer could not locate a heartbeat and could not determine whether it was a viable pregnancy. On (B)(6) 2018, a follow-up sonogram was performed and it was determined that the pregnancy was not viable. The customer stated that the patient had miscarried and is scheduled for a dilation and curettage (d&c) procedure. There is no information to suggest a relationship between these events and use of the consult hcg urine cassette test. Troubleshooting was conducted with the customer. The customer was advised that a timer should be used and results should be interpreted only at the 3 minute read time.

Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with quality control cut-off standard (20miu/ml hcg urine). All devices showed positive results at read time; quality control release specifications were met. No false negatives results were observed. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. Based on the information available, there is no indication of a product deficiency and no corrective action is required.